Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The distributor evaluation included download data review and incoming functional testing. Upon investigation, the electrode belt pulse wire heat shrink had separated in the distribution node, causing the pulse wire to short with components on the distribution node pca. The root cause for the separated heat shrink could not be positively identified. The shorted pulse wire could not be ruled out as a potential contributing cause of the reported messages. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt sn (B)(4) was causing adjust belt messages.